Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, there was an open pulse wire inside the cable connecting the distribution node and front te, between the front te and ECG electrode a. The cause of the constant gong alarms and incoming test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.